Manufacturer narrative:
Analysis was completed. No lead anomaly found.

Event description:
It was reported from warranty the left ventricular lead was explanted due to lead fracture and low impedance. No other information was known about the event.